Event description:
Philips received a complaint by the customer on the v60 indicating that when the device turned on, the display does not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit powers on but the display is black, no parameters are visible, but the touchscreen is functional and unit cycles breaths, unit has 2.00 software. Requesting onsite service. The authorized service provider (asp) evaluated the device and confirmed when turning on the device it was observed that the display is not turning on. Screen stayed black. It was determined that the caused of the issue is with the ui assembly. The fse replaced the ui assembly to resolve the reported issue; the display is working fine. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.